Event description:
It was reported that the lead had been previously capped/unusable in 2005 due to oversensing. The lead was extracted. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had been previously capped/unusable in 2005 due to oversensing. The lead was extracted. No patient complications were reported as a result of this event. It was reported that the patient received inappropriate therapy and noise oversensing was noted. The device was turned off and a life vest was placed on the patient until the lead revision could be performed. The 6943 lead was reported to have been previously capped/unusable in 2005 due to oversensing. Both leads were extracted and the 6949 was replaced. At the time of the change out, the 6949 lead exhibited high impedances and noise oversensing indicative of a lead fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment was returned and analyzed. Analysis found the distal conductor was fractured. Blood/body fluid was noted on all conductors (not obstructed), the inner insulation was torn, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment was returned and analyzed. Analysis found the distal conductor was fractured. Blood/body fluid was noted on all conductors (not obstructed), the inner insulation was torn, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead was stretched.